Event description:
It was reported that the fiber cap detached from the fiber at (B)(4) joules into the case during a prostate procedure. The cap was retrieved. The procedure was completed with a second fiber. No patient injury was reported. The patient outcome was reported as "fine".

Manufacturer narrative:
Event problem, the component codes 814 fiber and 424 cap are associated with the device (B)(4) break.